Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated he suspended the insulin pump to go on a hike, it was inside his coat and when he pulled it out, it had the alarm. Blood glucose value was 70 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.